Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed on a patient with posterior chicken wing anatomy. A watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The physician deployed the 35mm closure device using the trusteer access system. The closure device needed to be recaptured multiple times. The physician noticed a localized lateral effusion at the level of the laa outside of the appendage. There were no hemodynamic changes noted. The physician made the decision to reverse heparin and watch the effusion for 20 minutes. The effusion did not change in size and the patient vitals did not change. The case was aborted, and the patient was admitted overnight for observation. A follow up transesophageal echocardiography (tee) was performed the next morning which showed a small stable effusion. No intervention was required. The patient was discharged two (2) days later with no symptoms. The patient is scheduled for a follow up appointment at a later date to discuss future option for laac options.